Manufacturer narrative:
The investigation has been completed for optical signal issue. The console (ic8037) was sent back for further investigation. The console was tested thoroughly on an engineering lab bench. The 5s parameters were within specification as received. The console¿s ferrule was not contaminated or damaged. The blue receptacle pump connector was slightly sticky with purge fluid residue. The root cause of the placement signal alarm was most likely due to an air gap at the optical connector. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced an "placement signal not reliable" alarm once connected. It was recommended that the aic be disconnected and restarted. However, multiple efforts to reconnect resulted with the same alarm being received. The console was replaced to address the issue. No patient harm reported.